Event description:
It was reported that the patient's right ventricular lead exhibited failure to capture. The right ventricular lead was capped and replaced (B)(6) 2025. The patient was in stable condition.